Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump was alarming for a while and reviewed the alarm history. The patient tried to reboot the pump to clear the alarms and did not see the verify screen. The patient reported no problem securing the battery cap. There was no reported patient impact associated with this complaint. This complaint is being reported because the patient was not able to reboot the pump.